Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case reported by a consumer, who contacted the company to report an adverse events and product complaints, concerned a (B)(6) (at the time of initial report) han female patient. Medical history included hypertension. Concomitant medication included metformin for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30; 100 u/ml), injections, via cartridge, through a reusable pen (humapen ergo ii), twice a day, subcutaneously for the treatment of diabetes mellitus, beginning approximately in 2019. Dose was not provided. On and unspecified date, while on human insulin isophane suspension 70%/human insulin 30%, the injection button of the humapen ergo ii could not be depressed and insulin could not be ejected (pc (B)(4)/lot number 1801d01), then they tried with another humapen ergo ii and the injection button neither could not be depressed and insulin could not be injected (pc (B)(4)/lot number 1906d02); hence she possibly did not receive her human insulin isophane suspension 70%/human insulin 30% therapy dose. On (B)(6) 2022, unknown time after and due to humapens ergo ii malfunction she had been hospitalized for regulating in (B)(6) hospital. She sometimes took metformin, sometimes did not take (it was unknown if under medical advice). Information regarding corrective treatment, outcome of events, laboratory examination findings, discharge date and further details were not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was on-going. The operator of the humapens ergo ii, and their training status was not provided. The humapens ergo ii general and suspect device duration of use were not provided but started on an unspecified date in 2021. The suspects humapens ergo ii were returned to manufacturer on (B)(6) 2022; evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not know if events were related to human insulin isophane suspension 70%/human insulin 30% therapy but assessed as related to humapens ergo ii. Edit (B)(6) 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred.this is an initial report. A follow-up report will be submitted when the final evaluation is completed.this report is associated with 1819470-2022-00017 since there is more than one device implicated.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred.this is an initial report. A follow-up report will be submitted when the final evaluation is completed.this report is associated with 1819470-2022-00017 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case reported by a consumer, who contacted the company to report an adverse events and product complaints, concerned a (B)(6) (at the time of initial report) han female patient. Medical history included hypertension. Concomitant medication included metformin for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30; 100 u/ml), injections, via cartridge, through a reusable pen (humapen ergo ii), twice a day, subcutaneously for the treatment of diabetes mellitus, beginning approximately in 2019. Dose was not provided. On and unspecified date, while on human insulin isophane suspension 70%/human insulin 30%, the injection button of the humapen ergo ii could not be depressed and insulin could not be ejected (pc (B)(4)/lot number 1801d01), then they tried with another humapen ergo ii and the injection button neither could not be depressed and insulin could not be injected ((B)(4)/lot number 1906d02); hence she possibly did not receive her human insulin isophane suspension 70%/human insulin 30% therapy dose. On (B)(6) 2022, unknown time after and due to humapens ergo ii malfunction she had been hospitalized for regulating in (B)(6) hospital. She sometimes took metformin, sometimes did not take (it was unknown if under medical advice). Information regarding corrective treatment, outcome of events, laboratory examination findings, discharge date and further details were not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was on-going. The operator of the humapens ergo ii, and their training status was not provided. The humapens ergo ii general and suspect device duration of use were not provided but started on an unspecified date in 2021. The suspects humapens ergo ii were returned to manufacturer on (B)(6) 2022; evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not know if events were related to human insulin isophane suspension 70%/human insulin 30% therapy but assessed as related to humapens ergo ii. Edit (B)(6) 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 16mar2022 in the b.5. Field. No further follow-up is planned. This is a downgrade report that no longer meets the criteria for expedited reporting. This report is associated with 1819470-2022-00017 since there is more than one device implicated. Evaluation summary a female patient reported that the injection button of her humapen ergo ii device could not be depressed and insulin could not be ejected. She experienced inadequate control of diabetes mellitus. The investigation of the returned device (batch 1801d01, manufactured january 2018) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case reported by a consumer, who contacted the company to report an adverse events and product complaints, concerned a 71-year-old (at the time of initial report) han female patient. Medical history included hypertension. Concomitant medication included metformin for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30; 100 u/ml), injections, via cartridge, through a reusable pen (humapen ergo ii), twice a day, subcutaneously for the treatment of diabetes mellitus, beginning approximately in 2019. Dose was not provided. On and unspecified date, while on human insulin isophane suspension 70%/human insulin 30%, the injection button of the humapen ergo ii could not be depressed and insulin could not be ejected ((B)(4)/lot number 1801d01), then they tried with another humapen ergo ii and the injection button neither could not be depressed and insulin could not be injected ((B)(4)/lot number 1906d02); hence she possibly did not receive her human insulin isophane suspension 70%/human insulin 30% therapy dose. On 24-jan-2022, unknown time after and due to humapens ergo ii malfunction she had been hospitalized for regulating in (B)(6) hospital. She sometimes took metformin, sometimes did not take (it was unknown if under medical advice). Information regarding corrective treatment, outcome of events, laboratory examination findings, discharge date and further details were not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was on-going. The operator of the humapens ergo ii, and their training status was not provided. The humapens ergo ii general and suspect device duration of use were not provided but started on an unspecified date in 2021. The suspects humapens ergo ii were returned to manufacturer on 26-jan-2022; investigation of returned devices found that devices met functional requirements and no malfunction was identified. The reporting consumer did not know if events were related to human insulin isophane suspension 70%/human insulin 30% therapy but assessed as related to humapens ergo ii. Edit 18feb2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 16mar2022: additional information received on 14mar2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapens ergo ii device associated with (B)(4) lot 1801d01 and humapens ergo ii device associated with (B)(4) lot 1906d02. Updated the medwatch fields/ european and canadian (EU/ca) device information and malfunction was changed from unknown for suspect humapen ergo ii devices related to (B)(4). Added date of manufacturer for both the devices. Corresponding fields and narrative updated accordingly.